Event description:
I used the freestyle libre 14 day diabetes monitor. It is expensive. I had almost 3 months of information stored on the monitor. It stopped working/went dead two days ago. I called the manufactured abbots labs. They confirmed the sensor was no good. Spoke with (B)(6) case no (B)(4) on (B)(6) 2020. I asked that they replace the black defective box and the six sensors that I paid for where the data was lost because the black box was dead/defective. All the information from those sensors were recorded on the black and are gone due to their devise failure. (B)(6) consulted his supervisor who told them that it was against their policy. Speaking with abbott tech support this was not my fault and they should be held responsible. My doctor appt to go over my 90 days results is (B)(6) 2020 and I have now no results. I have the product but they are insisting I send it back. FDA safety report ID # (B)(4).